Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 03/07/2016 for investigation. Investigation results as follows: during the DHR review, no similar complaints found for this device. During the visual inspection, there were signs of front enclose damage. The archive data was reviewed and found multiple user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) between 01/30/2016 to 02/29/2016, confirming the reported complaint. The functional test was not performed due to the ua 7 upon powering on the device. During further investigation found the both load cells to be defective and required replacing. The parts were replaced to remedy the reported problem. After replacing the load cells, the system performed as intended. The physical damage found during visual inspection was remedied by replacing the front enclosure. The platform passed final test.

Event description:
It was reported that during changing of the lifeband the autopulse platform (s/n (B)(4)) displayed a user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) error message, as well as a message to "realign patient." However there was no patient on the platform. It was noted by the user that the platform performed with no issues when used on a patient prior to this event. There was no patient involved with this event. No additional information was provided.